Event description:
It was learned via receipt of operative report on 06/22/10 for related complaint (B)(4) sent by hvt sales representative (B)(4) that a 4450, 26mm ring was explanted due to regurgitation. A 7200tfx, 27mm valve with (B)(4) replaced the annuloplasty ring. (B)(4). Call to rep. On 06/30/10, rep. Indicated that the 4450 is not available for return due to it was discarded.

Event description:
A nurse reported that a patient was having issues with priming. The nurse stated she thought the frangibles were getting caught in the luer lock impeding flow and causing air in line. No patient injury or medical intervention was reported.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.